Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
Customer initially reports the forceps burn the patient. (B)(6) 2015 customer reports the forceps was connected to a generator valleylab. The forceps burnt immediately. No issue for the patient/the surgeon took another forceps. The forceps seemed to have a problem not in contact with the patient.

Manufacturer narrative:
08/27/15 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - the black plastic part is burnt at the connection. Device history evaluation - no nonconformity for this lot. Conclusion: the burn of the plastic part is the consequence of the formation of an electric arc, probably due to the presence of humidity in the connection zone (cable not dried / blood / tissues). It can come from a defect of cleaning or of drying of the instrument.

Manufacturer narrative:
The instrument burned at the connection of the forceps and the cable with crepitus, sparks and smoke. There was risk of burn for the patient and surgeon.